Event description:
The pt had the pump refilled. The next day, the pt was at the hospital being treated for intrathecal baclofen withdrawal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).